Event description:
It was reported that during a wisdom tooth removal, the pt received a minor burn to the lower lip. A cooling ointment was applied and there is no additional treatment expected.

Manufacturer narrative:
The hand piece and bur guard were received at the MFR for testing and the alleged condition of the bur guard melting onto the hand piece was confirmed. The hand piece passed the quality inspection procedure according to spec. The bur guard can melt if it is pushed up onto the hand piece. When this happens, the nose cone comes into contact with the bur guard and the friction can melt the bur guard. Additional training is being conducted at the account on 9/30/08 due to the increased number of user related incidents that are being seen at the account.